Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a04 captures the reportable event material integrity problem. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2326 captures the reportable event of inflammation.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2023. The procedure was performed with local anesthesia. Fiducial markers were transperineally prior to the spaceoar implant. The patient completed the radiation therapy external irradiation 3d crt. After completing the radiotherapy in late september, the patient complained of pain in the seminal vesicle and test revealed epididymitis. The relation between the epididymitis and the device was reported as unknown. There were no particular signs of bacterial infection. Antibiotics were administrated, the symptoms decreased. On november 6th, 2023, the magnetic resonance imaging (MRI) found the hydrogel remained even after six months had passes since it was placed. The patient current condition was reported as stable.